Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, vomiting and a blood glucose reading of 369 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother stated that the buttons are not responding very well. The mother also stated that the nurse at the hosp suggested having the customer try a different infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.